Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient was not tightening the connection between the cassette and the solution bags properly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide. It instructs the patient to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to properly tighten the connection between a homechoice (hc) cassette and the solution bag. It was reported that the connection site would leak due to the problem during automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.